Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: the needle would not unscrew and was stuck. The stylet would not come off and a portion of the device remained in the patient.